Event description:
During preventative maintenance of the device, the technician reported the motor in the roller pump made a buzzing sound and vibrated unexpectedly when powered on. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.